Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the infusion sets have disconnected at the headset 5-6 times in the last couple of months. He discovered the issue when he experienced symptoms of hyperglycemia, including feeling terrible and fuzzy vision. His blood glucose elevated to approximately 400 mg/dl during one event, and his normal range is 40-200 mg/dl. He changed the infusion set and delivered a bolus as treatment, and no adverse event was reported. The alleged infusion sets were discarded and will not be returned for evaluation. The customer could not provide the lot number or expiration date.